Manufacturer narrative:
The insulin pump was received with a loose and protruded drive support disk, a detached end cap, a damaged motor, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window. The low reservoir alarm feature could not be tested due to the detached end cap.

Event description:
It was reported the customer's insulin pump had fallen apart. Customer stated they were priming their tubing when the bottom of the insulin pump came loose, exposing the internal mechanisms. The customer's blood glucose was 146 mg/dl. The customer was unsure how the damage had occurred. Customer stated they had dropped their insulin pump a few weeks prior. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.